Event description:
It was reported that the lens was explanted due to "lens intolerance." Additional information has been requested from the surgeon, but no additional information has been received by bausch + lomb to date.

Manufacturer narrative:
The lens has been returned to b+l and is currently under evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.